Event description:
Additional information was received from the patient. It was reported that nothing was done to resolve the implant not being deep enough and a corner sticking out. The patient didn¿t bother mentioning this to the physician because the patient reported that the physician didn¿t care. The patient was going to see a different doctor about this, one who was more concerned about making this device more successful.

Event description:
A consumer implanted for non-malignant pain reported after being implanted they still ¿pretty sore¿ at the incision site and were a little bruised. Additional information received from the consumer reported nothing led to the soreness at the incision site; they were only implanted on (B)(6) 2016. At the current time the soreness hadn¿t been resolved, and nothing had been done to resolve it. Additional information was received from the patient. It was reported that the patient wasn¿t happy with how the implantable neurostimulator (ins) was installed because there was a sharp corner that stuck out and it was sore when the patient lied on it. The patient didn¿t think the doctor installed the battery deep enough. If the patient touched where the battery was she could feel a whole corner of it sticking out and it was still sore where the battery was after all this time. The soreness had been present since implant, and the patient noticed the battery sticking out on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.